Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. It was also reported that the right atrial (ra) lead had high threshold. It was noted that the patient had chronic atrial fibrillation (af). The ipg was explanted and replaced and the ra lead was capped and not replaced due to patient (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.